Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse event and a product complaint, concern a (B)(6) asian female patient. Medical history and concomitant medication were not provided. The patient received human insulin (rdna origin) injections (humulin r) via cartridge, through reusable pen (humapen ergo I) subcutaneously, 16 u (units) each morning, 16 u each noon, 16 u each evening. Additionally she received human insulin isophane suspension (rdna origin) injections (humulin n) via cartridge, through reusable pen (humapen ergo I) subcutaneously, 16 u before sleep. Both for the treatment of diabetes mellitus beginning in 2007. On unspecified date after beginning human insulin and human insulin isophane suspension she experienced hypertension and coronary heart disease. Additionally approximately in (B)(6) 2016 she experienced cerebral infarction due to unspecified brainstem aspects disease, she was hospitalized for 10 days. Information regarding dates of hospitalization or further details were not provided. Additionally on (B)(6) 2016 her blood glucose was high, fasting blood glucose was 9-10 and postprandial blood glucose was 18-19 (lot unknown pc. Unknown), she also experienced hypertension and was unsteady to stand (unsteady to stand was considered a symptom of hypertension). Due to the events she admitted in hospital and by (B)(6) 2016 she remained at hospital. Information regarding corrective treatment was not provided. She was not recovered from the events. Human insulin and human insulin isophane suspension treatment was continued. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use was seven years. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know if the events were related with human insulin and human insulin isophane suspension or the humapen. A 27sep2016 edit to enter the medwatch information for regulatory reporting, no new medically significant information added.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that the cartridge holder on her humapen ergo device was worn out and it cannot attach to the body of the pen for two years. She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 0405a02, manufactured may 2004). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to cartridge holder attachment/removal issues or dose accuracy. The patient started using the device in 2007. The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. The patient described the cartridge holder as being worn out and not able to be attached to the device for two years. The user manual instructs not to use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The patient used the device beyond the approved use life. Additionally, the patient was likely using the damaged cartridge holder with the device. It is unknown if these issues are relevant to the event of increased blood glucose.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse event and a product complaint, concern a (B)(6) asian female patient. Medical history and concomitant medication were not provided. The patient received human insulin (rdna origin) injections (humulin r) via cartridge, through reusable pen (humapen ergo I) subcutaneously, 16 u (units) each morning, 16 u each noon, 16 u each evening. Additionally she received human insulin isophane suspension (rdna origin) injections (humulin n) via cartridge, through reusable pen (humapen ergo I) subcutaneously, 16 u before sleep. Both for the treatment of diabetes mellitus beginning in 2007. On unspecified date after beginning human insulin and human insulin isophane suspension she experienced hypertension and coronary heart disease. Additionally approximately in (B)(6) 2016 she experienced cerebral infarction due to unspecified brainstem aspects disease, she was hospitalized for 10 days. Information regarding dates of hospitalization or further details were not provided. Additionally on (B)(6) 2016 her blood glucose was high, fasting blood glucose was 9-10 and postprandial blood glucose was 18-19 (lot 0405a02 product complaint (B)(4)), she also experienced hypertension and was unsteady to stand (unsteady to stand was considered a symptom of hypertension). Due to the events she admitted in hospital and by (B)(6) 2016 she remained at hospital. Information regarding corrective treatment was not provided. She was not recovered from the events. Human insulin and human insulin isophane suspension treatment was continued. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use was seven years. The device was not returned. The reporting consumer did not know if the events were related with human insulin and human insulin isophane suspension or the humapen. 27sep2016 edit to enter the medwatch information for regulatory reporting, no new medically significant information added. Update 20-oct-2016: additional information received on 22-sep-2016 pertaining a product complaint number. No more changes. Edit 25-oct-2016: upon review of information received on 22-sep-2016 added product complaint number (B)(4) in narrative. No more changes. Update 31-oct-2016: additional information received on 31-oct-2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.